Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl at the time of the incident. The customer was at 211 mg/dl a few hours before the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer did a set change and 300 units were delivered into the customer's body. The customer put a battery into the pump and it did not work. Troubleshooting was not completed due to the blank display. The customer reported past issues with the sensor system. The reservoir will not be returned for analysis.